Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. The customer also mentioned other blood glucose values such as 256 mg/dl, 300 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin infusion intravenous drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump because blood glucose level suddenly increased. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Trouble shooting was performed and the customer will continue to use the device.